Event description:
It was reported the patient is experiencing pain at his ipg site. The patient's ipg was replaced with a new one and the pocket site was relocated. The patient is receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.